Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service center. During testing and evaluation, the service technician was able to verify the customer's reported issue. During testing, the unit was ran on test settings, and the battery only lasted 10 minutes. The internal battery was replaced to address the reported issue. The suspect battery was return to vyaire medical and properly disposed.

Event description:
It was reported by the customer that the battery would only last 15 minutes. The unit was not on a patient at the time of the incident, the unit had been sitting on the shelf and would die.